Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The patient's blood glucose rose to 16.9 mmol/l (304.2 mg/dl) while wearing the pod on the abdomen for between 24 and 36 hours.

Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing viewing window. The linkage assembly was observed to be in the deployed position, indicating that the needle had fired. Upon removal of the top housing, it was confirmed that the slide insert was not securely held in place in its intended position by the catch beam after firing of the needle mechanism assembly. Extra material was found on the slide insert in the location where the catch beam is intended to sit after the soft cannula is deployed, resulting in the soft cannula retracting after the catch beam failed to catch the slide insert during deployment. The needle mechanism was manually reset to the not deployed state, then the needle mechanism was manually deployed by rotating the ratchet gear. The catch beam did not catch the slide insert during manual deployment of the needle mechanism, reproducing the failure. The extra material on the slide insert was confirmed to be the cause of the reported needle mechanism failure.